Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep stated that they received a phone call from the patient, asking if they would meet them at their follow-up appointment with their healthcare provider. The patient indicated that they are convinced their stimulator is being controlled remotely, and that their therapy is not working correctly. The patient believes their privacy has been violated by their implant, and wants to discuss explant with the physician. It was noted that the patient is specifically concerned that their device has been hacked and controlled remotely. The rep will be meeting with the patient on (B)(6) 2017. It was mentioned that the patient was recently implanted in (B)(6). The issue was unresolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient was concerned that their device was being accessed to obtain information about them. The manufacturer representative was inquiring about device security. It was further reported on 2017-sept-14 that the manufacturer representative met with the patient and after speaking with their physician, the patient was confident that the device wasn¿t being remotely controlled. A reprogramming session was conducted to see if the patient improved as it was possible that their therapy changed as part of their physiology and needed reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis found that the ins passed functional testing and that insignificant anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on (B)(6)2017. Noting that the patient had decided to have their scs explanted on (B)(6)2017. The old system was returned for analysis. No further complications were reported.